Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that the patient was sitting on the porch on the day prior to the report and felt a shock from the battery pack in her chest, right side, down to her abdomen. The patient stated it really hurt and had never felt it before. It was noted the patient had no falls, trauma, and had not been stretching/bending/bouncing. The patient stated that she ¿wondered if it had happened before or if it was strange or what?¿ it was noted that the patient¿s system was for migraines and the battery packs were in the chest and the wires went up to the neck and around the forehead and back of the head. Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the patient had an appointment date of (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.